Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: an intermittent force sensor pin was observed on the bench during testing. The force sensor and oled display are intact; a cracked/intermittent solder pin on the force sensor flex was observed. The pump was exercised for 24hrs with no loss of prime warning being duplicated. The pump was opened and evaluated after testing. Review of the black box shows several loss of prime warnings associated with zero and non-zero low force during deliver. An "ezprime" operation was performed with no loss of prime warnings being duplicated. The pump passes force sensor calibration check .

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked/intermittent solder pin on the force sensor flex . This report is made based on the results of an investigation completed on (B)(4) 2012.